Manufacturer narrative:
Correction: 510k number corrected.

Event description:
...

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During the follow up with a peritoneal dialysis registered nurse (pdrn) of a separate event addressed it was revealed the patient was hospitalized for fluid overload. Treatment details surrounding the hospitalization is unknown. Prior to the event, the patient had been on a treatment regimen of five exchanges with 2000 ml of 2.5% delflex since (B)(6) 2017. According to the pdrn the fluid overload event was dialysis related. No product malfunction or deficiency was alleged, no further information was provided

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the fluid overload that resulted in the hospitalization of the patient. Fluid overload in a pd patient may reflect any combination of inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction, (boudville and blake, 2016). According to the pdrn, the fluid overload was dialysis related. The patient was still hospitalized and recovering at the time the event was reported. Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.